Event description:
It was reported than a representative received a call from a clinic regarding a patient, where a third-party message indicated that the insertable cardiac monitor (icm) status showed icm and eos and that the patient had been unenrolled from clarity, with a possible early battery depletion suspected; the patient is currently unenrolled and no further information can be accessed unless re-enrollment is completed, therefore it is recommended to enroll the patient in clarity to review eos details and reports, and if eos is confirmed to contact technical support for further evaluation as explant and return for analysis may be considered, with the representative planning to follow up with the hcp prior to proceeding. The icm remains in service; no adverse patient effects were reported.

Event description:
It was reported than a representative received a call from a clinic regarding a patient, where a third-party message indicated that the insertable cardiac monitor (icm) status showed icm and eos and that the patient had been unenrolled from clarity, with a possible early battery depletion suspected; the patient is currently unenrolled and no further information can be accessed unless re-enrollment is completed, therefore it is recommended to enroll the patient in clarity to review eos details and reports, and if eos is confirmed to contact technical support for further evaluation as explant and return for analysis may be considered, with the representative planning to follow up with the hcp prior to proceeding. The icm remains in service; no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned and therefore device analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.